Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found the optic deformed and the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -6.5/+1.0/091 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a same size and model, implanted at a different axis (not horizontally) due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.